Event description:
It was reported that a pump keypad is inoperable. The customer stated that the #1 and #7 keys are entered with every keypad selection.

Manufacturer narrative:
(B)(4). The sigma device evaluation found the #7, #8 and #9 keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the #7 key will occur following the selected key's function (e.g. When the #1 key is pressed 17 will be displayed. When in alphabetic mode and the abc key is selected, as will be displayed interfering with the mdl drug search). This failure mode is caused by damage to the keypad from an external influence. Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.